Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the ECG electrodes. The patient's doctor recommended the patient keep the electrodes clean and use a lotion. The patient indicated that the rash had improved after following the doctor's recommendations.